Event description:
It was reported multiple alarms were observed on the primary system controller and the backup system controller. The patient was reported to have been asymptomatic. Technical service reviewed the primary system controller log file submitted which contained pump stoppage events beginning on (B)(6) 2017 as well. Technical service reviewed the backup system controller log file submitted which contained multiple pump stoppages and or speed drops greater than 200 rpms below the low speed limit on (B)(6) 2017 while patient was connected to the power module. X-ray images did not reveal obvious areas of concern on the driveline. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. On (B)(6) 2017, it was reported that additional alarms (pump stoppage) have occurred. Technical service reviewed the log file submitted which contained a pump stoppage while connected to the power module with a grounded patient cable. This happened after the repair was completed. Additional information was requested, but was not provided. Additional information: it was reported that additional pump stoppages had occurred. On (B)(6) 2018, the patient received a pump exchange. No additional information was provided.